Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
Information was received that reported a patient was hospitalized in 2007 due to hyperglycemia. The patient reports that she did not check her blood glucose at any time during the day before, she stated she had skipped breakfast and "barely ate any lunch". She states she tested her bg around 10:00pm, and it was 546mg/dl. She gave herself 45 units of humalog via syringe, changed her infusion set and cartridge and then went to bed. Around midnight, she got up and her bg monitor read "high". She then gave herself 38 units of symlin. She "thinks" she got up a couple other times during the night and may have bolused with her pump. By 8am, she states her bg was 446 and she went to the hospital. Upon admit, she was put on an IV drip and her blood sugar was up to 511 by 11:00am. The device should be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incident, but as of the date of this report had not been returned for evaluation.